Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to 'broken lead'. The physician elected to replace the implantable cardiovertor defibrillator (ICD) and other leads at this time.